Event description:
The customer stated she was treated by the paramedics twice and was hospitalized once, all for low blood glucose. The customer did not provide the date of the events or the blood glucose readings for the events. Troubleshooting was performed and the insulin pump passed the displacement test. The customer stated she was not connected during the manual prime. The alarm history revealed several no delivery alarms. In addition, the customer stated she just had a low blood glucose episode prior to the phone call, and her blood glucose dropped from 300 mg/dl to 70 mg/dl within two and a half hours. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.